Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was inspected by our field service engineer (fse), who found no faults. It successfully passed the pre-use check, and no parts were replaced. The ventilator logs were downloaded for further evaluation. The event log indicate alarms related to excessive leakage in the patient breathing circuit or a possible disconnect event, including expiratory minute volume low and peep low. However, the technical log does not contain any error codes suggesting a ventilator malfunction at the time of the event. While the exact cause of the alarms remains undetermined, they were most likely triggered by leakage. A correction of field b3 ¿ date of event was required. Previous date of event: 09/24/2024. Corrected date of event: 09/06/2024

Event description:
It was reported that the ventilator generated an alarm indicating expiratory minute volume low. There was no patient harm. Manufacturer's ref. #: (B)(4).